Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector lcd board. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported the esc, act, and b buttons on the insulin pump were not working and she was unable to bolus. Customers' blood glucose was 286 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.